Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and the customer informed that the system was not booting up and customer tried replacing the cmos battery in the host pc, but the issue persisted. Upon troubleshooting, rse found that there was no bios displayed. Therefore, the rse instructed the customer to replace the battery in the host pc again. The customer confirmed that the system was functioning without any issues, after the replacing the battery. The system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.